Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was reprogrammed. After reprogramming, noise was detected rv lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.